Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector and noticed the lens was tearing so he opted not to use it. No pt contact.

Manufacturer narrative:
Evaluation codes: results: a visual inspection of the returned product shows the lens has one haptic torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.